Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr: 1.5, 2nd inr: 1.7, mean: 1.60, sd: 0.14, %cv: 8.84. A 4.5 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Conclusion: analysis of the client's data from repeated inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was provided. No product was expected to be returned. This issue will be subjected to tracking and trending; corrective action not required at this time.

Event description:
Caller reports imprecision using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 4.5 (after changing the meter's batteries). Date: (B)(6) 2010, inratio: 1.5, re-test: 1.7. Coumadin taken at bedtime night before draw.